Event description:
A female patient, using renu with moistureloc multi-purpose solution, was diagnosed in 2006 with marginal corneal ulcer (infiltrate) in the left eye (os). The patient complained of red, irritated and painful eye, and light sensitivity according to the medical records. She was prescribed vigamox tid os and was advised to discontinue contact lens wear. The following 2 days, the patient felt better but she remained light sensitive. Her marginal corneal ulcer was improving. Two small infiltrates and no epithelial defect were noted. Treatment remained the same. In 2006, only one infiltrate and a quite eye were noted. Vigamox was reduced to bid. Five days later, the corneal ulcer was resolving, infiltrates were smaller and no spk was noted. The patient stated her left eye was feeling better but dry. She was instructed to discontinue vigamox and to start "tears" 3-4 gtts qd. The patient cancelled her follow-up visit seven days later, as she reported doing okay. The patient was last seen and examined the next seven days. Both eyes were quiet and myopic. She was not wearing contact lens at the time but planned to restart contact lens wear after this visit.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.